Event description:
It was reported that the customer was hospitalized for high blood glucose levels and presence of ketones. The caller stated that the customer was not taking insulin as instructed. She stated that the customer may not be responsible enough to maintain his insulin pump therapy. The caller reported that the customer picked at the infusion set sites, and they eventually became infected. She advised that the customer had discontinued insulin pump therapy as a result, declining troubleshooting assistance. The caller declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer's parent reported that the customer spent a day in the emergency room, but was not admitted to the hospital. The blood glucose reading was over 300 mg/dl. The customer was wearing the insulin pump at the time of the visit. The customer had told the parent that the insertion sites were painful. The parent reported that the customer picked at the site.